Event description:
It was reported that the right atrial lead exhibited an insulation anomaly and low impedance. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Final analysis found that a partial lead was returned. An insulation abrasion was noted at 11.7 cm to 11.8 cm from the connector pin. Abrasions are indicative of exposure to constant friction with another implantable device.